Event description:
Boston scientific received information that there was some concern regarding the left ventricular (lv) lead stability. It was indicated that this lead was not working ideally, as it was in a huge branch. The patient experienced diaphragm stimulation. A revision procedure was performed on this lv lead, during which it explanted and replaced with a competitor lv lead. At this time, no additional adverse patient effects were reported, in regard to this observation.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection of the complete lead was performed and a set screw mark was noted on the terminal pin, but no visual anomalies were noted. The lead passed all tests performed, including electrical testing. The allegation could not be confirmed by analysis. As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.